Event description:
Nursing staff responded to a ventilator alarm. Staff noticed that inspiratory side of vent/pt circuit was disconnected at the ventilator connection site. Staff reconnected pt to ventilator. At an unknown time period after the first alarm event, respiratory staff were called to respond to this same ventilator which at the time was alarming. At the time respiratory responded, the ventilator/pt circuit inspiratory line was connected to the top of the bio-filter on the exhaulation collection chamber. At this time a code blue was called.